Event description:
It was reported by the clinician that the pt was a male, inserting with a femoral approach. After the intra-aortic balloon (iab) was inserted into the pt it would not zero. The physician contacted the hotline for assistance and spoke to the clinical on call to troubleshoot the incident. They attempted to switch to another pump but the iab still would not zero. As a result, the iab was removed and a second balloon was inserted and used successfully. There were no pt complications reported.

Manufacturer narrative:
Sample will not be returned for eval.